Manufacturer narrative:
Sample requested but not received at the time of this report. The results of the investigation are not available the time of this report.

Event description:
The incident is reported as: clips are jammed. No patient injury or intervention reported.